Event description:
It was reported that the patient underwent revision surgery due to an implant fracture. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: unknown cerasul head; item#: unknown; lot#: unknown. Report source-germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2-germany. This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Visual examination of the provided pictures identified implant fracture. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.